Manufacturer narrative:
Device was discarded by user and therefore no device evaluation was performed. Should other pertinent information regarding this event become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported to the manufacturer on (B)(4) 2013 that a patient experienced a severe ulceration and subsequent stricturing at the site of the initial radiofrequency ablation (rfa) procedure one month post procedure. The patient underwent two dilations at two separate follow-up visits but eventually required a temporary stent. No further information was provided.